Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels as low as 40 mg/dl over the past four days. The customer consumed juice to address the low bg. Reportedly, the customer believed the pump settings needed to be adjusted and will consult with a healthcare provider to discuss settings.